Manufacturer narrative:
This report is submitted on 21 november 2019.

Event description:
Per the clinic, the electrode array was found to be inserted into the vestibule and superior canal; subsequently the patient underwent revision surgery on (B)(6) 2019 to re-position the electrode array.